Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, b7, g3, g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "difficulty or inability to cross native annulus and/or bioprosthesis", "balloon deflation difficult/unable - partial or slow" and "balloon deflation difficult/unable - kink" were unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history was unable to be performed as the wo information was unavailable. Review of the IFU and training manuals revealed no deficiencies. Difficulty or inability to cross native annulus and/or bioprosthesis: per the event description, "a patient underwent a transfemoral procedure with a 29mm sapien 3 ultra resilia valve inside a pre-existing surgical valve in mitral position. During the procedure, there was difficulty crossing with the nose cone and then valve. A bav was done from the opposite groin, crossed with the valve, but was very difficult." In this case, the presence of mitral stenosis that the customer reported may have led to the advancement difficulties noted. The presence of calcification on the preexisting surgical valve can cause interaction between the advancing delivery system with thv and calcified nodules present, obstructing the valve crossing and resulting in the reported difficulty crossing the pre-existing valve. Without applicable patient or procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (calcification) may have contributed to the reported event. Balloon deflation difficult/unable - partial or slow & balloon deflation difficult/unable - kink: per the event description, "there was delayed balloon deflation noted with difficulty. Respirations held for extended time. From the time of the command down on the balloon, deflation time was at least six additional seconds. The device was torqued during procedure and manipulated back and forth to help cross the valve. There were kinks noted in the ds at the proximal end of the balloon." In this case, it is possible that the device being torqued and manipulated back and forth may have caused the kink reported on the balloon. In addition, this kink on the balloon may have led to a disruption on the fluid pathway causing the slow deflation reported. Without applicable patient or procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that operational context (excessive manipulation, kink on the balloon) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined and the following was observed: the guidewire lumen was kinked near the crimp balloon and the proximal end of the balloon catheter was kinked, likely due to packaging. Functional testing was performed, and the following was observed: the balloon was able to be inflated and deflated without issues and the inflation/deflation time measurements on the balloon were taken and no abnormalities were noted during testing. Due to the nature of the complaint, no dimensional testing was performed on the returned device. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was confirmed empirically based on the returned device evaluation (kink on balloon). The complaint for difficulty or inability to deflate - kink was confirmed based on the returned device evaluation. While a review of the DHR and lot history was unable to be performed as the work order information was unavailable, the evaluation did not identify any manufacturing non-conformance. Despite the kink, the returned device was able to inflate and deflate normally. Additionally, a review of the IFU and training manuals revealed no deficiencies. Per the event description, "a patient underwent a transfemoral procedure with a 29mm sapien 3 ultra resilia valve inside a pre-existing surgical valve in mitral position. During the procedure, there was difficulty crossing with the nose cone and then valve. A bav was done from the opposite groin, crossed with the valve, but was very difficult." In this case, the presence of mitral stenosis may have led to the crossing difficulties. Calcification on the preexisting surgical valve can interact with the advancing delivery system and the thv, causing obstruction and resulting in the reported difficulty in crossing the pre-existing valve. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Per the event description, "there was delayed balloon deflation noted with difficulty. Respirations held for extended time. From the time of the command down on the balloon, deflation time was at least six additional seconds. The device was torqued during procedure and manipulated back and forth to help cross the valve. There were kinks noted in the ds at the proximal end of the balloon." Based on returned device evaluation, the balloon was able to inflate and deflate without issues. The measurement for inflation/deflation time met the specification. Furthermore, no abnormalities were reported during device unpacking or preparation. Therefore, it is unlikely that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a kink on the guidewire lumen near the crimp balloon was observed. In this case, it is possible that the device being torqued and manipulated back and forth to overcome the crossing difficulty may have caused the kink reported on the proximal end of the balloon. The kink most likely created additional stress on the balloon catheter, potentially bending the balloon lumen as the guidewire and balloon lumens are housed within the balloon catheter. As a result, the bend could impede the deflation process by disrupting the fluid pathway, causing slow deflation as reported. As such, available information suggests that procedural factors (device manipulation) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias, and conduction system defects, (bradycardia, lbbb, rbbb) which may or may not require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the thv procedure. Sick sinus syndrome (sss), also called sinus node dysfunction (snd), is an umbrella term for a group of abnormal heart rhythms (arrhythmias) presumably caused by a malfunction of the sinus node, the heart's primary pacemaker. Bradycardia-tachycardia syndrome is a variant of sick sinus syndrome in which slow arrhythmias and fast arrhythmias alternate. It is often associated with ischemic heart disease and valvular lesions. Sick sinus syndrome is more common in elderly adults, where the cause is often a non-specific, scar-like degeneration of the cardiac conduction system. Coronary artery disease, high blood pressure, and aortic and mitral valve diseases may be associated with sick sinus syndrome, although this association may only be incidental. Acquired snd may occur after damage to the sn artery during cardiac surgery or may be due to occlusion, such as after myocardial infarction. Another surgical cause of snd includes sn tissue damage during cannulation of the superior vena cava (svc) for cardiopulmonary bypass or extracorporeal membrane oxygenation (ECMO). Ischemic cardiac arrest may also cause snd. The natural history of snd may be highly variable, although it tends to be progressive. The only effective treatment for patients with chronic symptomatic snd is pacemaker therapy. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (crossing difficulty, increased deflation time) and/or the mechanisms described above may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. At this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral procedure with a 29mm sapien 3 ultra resilia valve inside a pre-existing surgical valve in mitral position. During the procedure, there was difficulty crossing with the nose cone and then valve. A bav was done from the opposite groin, crossed with the valve, but was very difficult. The valve was then deployed. There was delayed balloon deflation noted with difficulty. Respirations held for extended time and the patient became hypotensive, went into vtach, shocked, and impella placed. As per follow-up with the fcs, there was light difficulty crossing due to mitral stenosis. The slow deflation time was not noticed during device prep. From the time of the command down on the balloon, deflation time was at least six additional seconds. The device was torqued during procedure and manipulated back and forth to help cross the valve. There were kinks noted in the ds at the proximal end of the balloon. The perceived root cause for the deflation difficulty was noted that the volume would not come back into the atrion and possibly the balloon collapsed on itself while pulling negative proximal and the remainder of volume stayed in the balloon.